Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler, low rotations per minute (rpm) 70,0371 should be at least 75,000 and was powerbroken. Therefore, the reported condition was confirmed. It was determined that the locking components were damaged causing the device to run in the load position; and that the vanes and bearings were worn out causing the low rpms. It was determined that the issue with the bearings and vanes was consistent with normal wear over time. It was determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling, which has been escalated to a CAPA. It was determined that the issue with the locking components was consistent trying to run the device in the load positon or by pushing on the disconnect sleeve while the device was running. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was observed that the device hose had a hole in the hose near the muffler, low rotations per minute and was power broken. It was not reported if the event occurred during surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.